Event description:
Patient called to report adverse events and product issues involving her neodent dental implant she had implanted on (B)(6) 2021. Patient stated within 3 months of implant date, she started experiencing problems with the implant. Patient stated she became very sick all the time, vomiting, unable to eat, unable to keep food down, lost 85 pounds, has a bad metallic taste in her mouth, burning sensation in mouth, extra saliva and a lot of discomfort and pain. Patient stated she can only eat soup and soft foods. She stated she¿s seen 10-15 different doctors who all assure her everything is fine with the implant. Patient says the doctors deny anything is wrong, but she can feel something is wrong and says she believes she is having an allergic reaction to the dental implant. Patient said she recently found out that the device she has was part of a recall and is concerned the device may have microleakage causing her adverse reactions.